Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had intermittent display issues.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse removed and replaced the display (0160-00-0113) as required. The unit then passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had intermittent display issues. Customer reports display issue of screen coming on blank. There was no patient involvement.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had intermittent display issues. Customer reports display issue of screen coming on blank.